Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d.2. A medical device type: jka. D.2.b common device name: tubes, vials, systems, serum separators, blood collection. E.1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after using bd vacutainer® push button blood collection set, the nurse activated the safety mechanism on the winged needle and the needle wasn't fully retracted, leading to a needlestick injury of the palm. It was not reported whether medical intervention took place, however, it was reported through the hospital's needlestick procedure. The following information was provided by the initial reporter: did any hazard occur (e.g. Exposure to blood/bodily fluid, needle/probe stick, safety issue)? Got a needle prick. If yes, detailed hazard including any medical intervention: after the nurse drew blood and activated the safety mechanism on the winged needle, the needle wasn't fully retracted, leading to a needlestick injury, and it was reported through the hospital's needlestick procedure. How did the needle stick incident occur: after the nurse finished drawing blood and activated the wing-shaped lancet safety mechanism, she placed the needle on the hospital bed, felt a pricking sensation in her palm, and found the needle was not fully withdrawn, resulting in a needle prick. Was it a clean needle or a used needle: used needle. Where was the injury: palm.